Manufacturer narrative:
Facility name: (B)(6). Date of event is estimated. Date of implant: exact date unknown, implanted around 4 years ago. During processing of this complaint, attempts were made to obtain the implant date, but unable to obtain the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lost therapy around 2 months ago due to ipg being inoperable. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Therapy was restored.

Manufacturer narrative:
Additional information: per the additional information received and the total therapy time provided by the device, the device meets or exceeds expected longevity. There is no device malfunction. Therefore, this event does not meet the reportability criteria.